Manufacturer narrative:
No motor error alarm noted. Unit had constant a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to a35 alarm. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the devie was recently exposed to high magnetic fields. Blood glucose level at the time of the incident was 83 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.